Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported the patient developed a pocket infection. The patient had pancreatitis associated with recurrent endocarditis. The device and leads were removed and replaced. No further patient complications were reported as a result of this event.